Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous potassium (k) result that was reported out of the laboratory, generated by the au600 with ise clinical chemistry analyzer. The value of 13 mmol/l, which was obtained by the customer and verified on repeat is extremely high and would not be a credible k result for a living person. The patient was referred to the hospital for further investigation. The k result was normal upon analysis of the redrawn sample.

Manufacturer narrative:
As the initial patient sample result obtained was consistently high on repeat and there were no other issues reported regarding ise results from this laboratory, it is suspected that the initial sample was contaminated prior to examination. A definitive root cause has not been determined to date for this event.